Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Upon further inspection of the customer samples, 1 tube had a small crack at the top and 1 tube had a defective stopper. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that underfill occurred during use with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. The following information was provided by the initial reporter, "it was reported that tubes are underfilling. Customer reported that the cpt tubes are not filling, they are only getting about 7-8 drops of blood. She uses bd butterfy to collect. She had a patient come in yesterday (1/23/20 that had to be stuck 3x and used 19 tubes on her but still not able to get sufficient blood. She tried another bd serum tube and it worked fine. She said that another box from the same lot did the same (unknown date)." 19 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. The following information was provided by the initial reporter, "it was reported that tubes are underfilling. Customer reported that the cpt tubes are not filling, they are only getting about 7-8 drops of blood. She uses bd butterfy to collect. She had a patient come in yesterday (B)(6) 2020 that had to be stuck 3x and used 19 tubes on her but still not able to get sufficient blood. She tried another bd serum tube and it worked fine. She said that another box from the same lot did the same (unknown date)." 19 occurrences were reported.